Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported experiencing elevated blood glucose while using the infusion sets. On follow up call on (B)(6) 2011 patient stated she had a cortisone injection around (B)(6) 2011 and her blood glucose levels were elevated. Patient reported she is aware the injection would affect her blood glucose but she is normally able to get it back under control by monitoring and giving corrections. Patient stated while using the infusion sets her blood glucose would remain around 400 mg/dl and she was unable to get it down with corrections. Patient's target blood glucose range is around 150 mg/dl. Patient reported her blood glucose level is currently normal at this time. Patient stated the infusion sites would not insert properly sometimes. Patient reported sometimes they would bend as soon as they hit her body. Patient stated she would also experience pain with the infusion site after it was inserted which made her believe the infusion set cannula was kinked. Patient reported she would remove the infusion site and the cannula would be bent. Patient stated when her blood glucose was running high, she would try to remove the infusion site after about 2-3 days and sometime the infusion set cannula was slightly bent. Patient stated the cannula would normally be bent in one area; always in the middle of the cannula. Patient reported when she removed the infusion site there would be a drop of insulin on her skin. Patient stated it was as if the insulin was not absorbing properly. Patient uses the insertion assist plus device to insert the infusion sets. Patient reported the issue began at (B)(6) 2010. Patient stated she did not have any trouble at first but the main concerns started when her blood glucose became elevated and she was unable to control it which was around the end of (B)(6) 2011. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.